Event description:
Boston scientific received information that during a device replacement procedure, this chronic left ventricular (lv) pacing lead exhibited noise and out-of-range pacing impedance measurements of greater than 4,000 ohms. The lead was in the lv-tip to rv-coil pacing configuration. No pacing capture was observed in this configuration when the output was programmed to 5.0 volts. The pacing configuration was reprogrammed to lv-ring to rv-coil, which resulted in no noise, pacing threshold measurements of 1.5v, and pacing impedance measurements of 450 ohms. The lead was connected to the new device with this pacing configuration, and no issues were observed. The patient would continue to be monitored. During the pre-discharge device check, the lv lead was tested again in the lv-tip to rv-coil pacing configuration, and again the impedance was out-of-range. It was noted that no impedance or threshold issues had been observed at the previous device check in (B)(6). The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.